Manufacturer narrative:
Correction from adverse event to product problem.

Manufacturer narrative:
Date of report: 04dec2018.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30nov2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the touchscreen was locked and that the device could not be shutdown. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 24dec2018. Date received by manufacturer: 23dec2018. The customer¿s service technician confirmed the touchscreen issue. The customer¿s service technician found that replacing the touchscreen corrected the issue.